Event description:
It was reported that the customer had a bivona® adult tts¿ tracheostomy tube split and leak while it was being filled with air. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One smiths bivona adult tts was returned for analysis. Using a leak test procedure 15cc of air was applied to the device and a leak was detected on cuff. Using magnification, the cuff surface area appeared to be abraded/damaged at the leak location. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.

Manufacturer narrative:
One smiths bivona adult tts was returned for analysis. Using a leak test procedure 15cc of air was applied to the device and a leak was detected on cuff. Using magnification, the cuff surface area appeared to be abraded/damaged at the leak location. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.